Event description:
Airlife brand, revision 3, print version broselow rainbow tape has two dosing errors, one serious. This is the tape that replaced the recalled tape from may. Vecuronium IV/io (intravenous (IV) /intraosseous (io)) is shown as 0.1 mg/ml instead of 0.1 mg/kg. More concerning is that flumazenil IV/po is shown as 0.1 mg/kg instead of 0.01 mg/kg. We reported this to the manufacturer but were told there are no plans to update at this time.